Manufacturer narrative:
Device evaluated by simulated use testing, found open circuit, device repaired and returned to customer.

Event description:
Getting error code 139, no therapy head pressure detected (lithotron lithotripter, s/n (B)(4)). The device was repaired, tested, and returned to service by the field service engineer. The event occurred during the procedure and the patient was under anesthesia. The procedure was delayed while an alternate unit was brought in to complete the procedure. The patient was under extended anesthesia by 45-60 minutes. No patient injury was reported and the procedure was completed.